Event description:
It was reported that the patient presented in clinic due to discomfort from their left ventricular (lv) lead which exhibited phrenic nerve stimulation. The lv lead was explanted and replaced. Patient was stable throughout.